Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported device damaging another device resulting in unchanged mitral regurgitation (mr) was due to procedural conditions. The reported patient effects of mr as listed in the instructions for use is a known possible complication associated with mitraclip procedures. Additionally, reported poor imaging was due to patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report damaged another device, it was reported that this is a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. On (B)(6) 2021, two clips were successfully implanted, reducing mr to 1-2. Then on (B)(6) 2021, it was discovered that the second clip ((B)(4)) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. The other clip remains stable on both leaflets. Then on (B)(6) 2021, the patient underwent a second clip procedure to treat the slda and recurrent mr of grade 4. The additional clip ((B)(4)) inadvertently came in contact with the slda clip, resulting in the slda clip to embolize. Therefore, a snare was used to retrieve the clip. It was noted that visualization was difficult due to the patient's anatomy during the initial and second procedure. One additional clip was implanted, and mr is 4. On (B)(6) 2021, the patient died for an unknown reason. The physician stated the slda clip did not cause the death; however this cannot be confirmed. No additional information was provided.